Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. While attempting to implant the valve, it was completely retracted into the delivery system. During the procedure, pericardial bleeding occurred around the left and right ventricles. The pericardial effusion was attempted to manage by pericardiocentesis, multiple transfusions, feiba, protamine, platelets, factor concentrates. The pericardial effusion did not resolve and progressed to cardiac tamponade. Later the same day, the patient died. The patient death was caused by the pericardial effusion and bleeding. The cause of the pericardial effusion was unknown.

Manufacturer narrative:
An event of pericardial effusion and patient death after the valve was placed was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was placed without difficulty and that after the valve was placed the patient was presumed to have an acute hemopericardium, so a drain was placed. Surgery was not performed as the patient did not want open surgery. It was not known if the patient underwent balloon pre- or post-dilation. It did not appear that the navitor device was a direct cause of death from the records provided, but that the death was likely a procedural complication. It appeared that patient developed myocardial injury or possibly annular injury, if a balloon inflation was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: there was no difficulty encountered while implanting the valve. The deployment went smoothly and there were no re-captures performed. During the procedure, heparin was administered, and the patient's activated clotting time (act) levels were 250-300. The pericardial effusion was noted after the valve was implanted, while checking the echocardiogram imaging.